Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was receiving error messages on his patient controller and was unable to increase intensity with his controller. A manufacturer's representative (rep) ran connectivity and impedance check. Contacts 11 and 12 have no connection to battery and high impedances that measure greater than 40,000. The rep was able to give patient 3 programs with stimulation that covered his painful areas.